Manufacturer narrative:
Detailed product information for the cuff was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion code of caused not established was assigned to this investigation.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) cuff was not functioning properly, as it was not refilling, and the patient experienced recurrent urinary incontinence. A surgical procedure was performed, during which fluid loss was identified, as bubbles were observed within the pump. The aus was subsequently fully replaced. No further patient complications were reported.